Event description:
The customer alleged that she performed control tests and received a result of 195 mg/dl. The normal control range was 101-140 mg/dl. No adverse events were alleged. The customer did not have the meter or testing supplies with her at the time of the call, so further troubleshooting was not possible. No product will be returned for evaluation at this time.